Event description:
Philips received a complaint on the patient information center ix indicating the system had no sound for an alarm. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the customer issue and confirmed that the system speaker was not set as the default device in the control panel not allowing sound. The rse correctly configured the device to resolve the customer's issue. Reporting address postal (B)(6).